Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 0015 competitor implantable pacing lead, (B)(6) 1998. A 6707-15 x 2 adaptors, (B)(6) 2006. A 5866 adaptor, (B)(6) 2006. A d224drg implantable cardioverter defibrillator, (B)(6) 2011. (B)(4).

Event description:
It was reported that the patient heard an alarm every four hours. This started sometime last month. The patient was seen by the at the clinic and the superior vena cava (svc) coil was "unstable". The svc coil was turned off. The lead is still in use. No patient complications have been reported as a result of this event.